Event description:
It was reported that during an implant attempt, the lead was attempted and not used because there was noise on the lead electrogram (egm). Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed.) The outer insulation had cosmetic cut and was breached cut. There was blood in/on the helix/lobe mechanism and the lead had damage at implant.